Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 3 rounds of inappropriate anti-tachycardia pacing (atp) and 1 inappropriate shock(s) due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 3 rounds of inappropriate anti-tachycardia pacing (atp) and 1 inappropriate shock(s) due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. Additional information was obtained, inappropriate therapy and anti-tachycardia pacing (atp) caused by possible external noise.